Manufacturer narrative:
Continued h.6. Health effect - impact codes: f22. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to h.6. [Invest. Conclusions code]: the event of infection is a known potential adverse event addressed in the product labeling. The event of systemic lupus erythematosus, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juvederm vista voluma xc in temples. Approximately 2-3 days later, patient developed dizziness, fatigue, fever of 37.5°c, eczema and inflammation around eye with an infection. After unspecified testing by internal medicine doctor, patient was diagnosed with systemic lupus erythematosus (autoimmune disease). Symptoms continued for 2 weeks.